Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 battery voltage alert, indicating battery voltage too low for projected remaining capacity. Technical services (ts) evaluated the event and determined that the alert was a false positive, triggered by an abrupt increase in right ventricular (rv) pacing output to maximum settings due to loss of capture and high capture thresholds in a pacer-dependent patient. Ts explained that the increased power consumption resulted in a transient drop in battery voltage, accelerating the projected longevity to less than three months. Ts recommended continued monitoring as the device reached elective replacement indication (eri) battery status and device replacement was recommended. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 battery voltage alert, indicating battery voltage too low for projected remaining capacity. Technical services (ts) evaluated the event and determined that the alert was a false positive, triggered by an abrupt increase in right ventricular (rv) pacing output to maximum settings due to loss of capture and high capture thresholds in a pacer dependent patient. Ts explained that the increased power consumption resulted in a transient drop in battery voltage, accelerating the projected longevity to less than three months. Ts recommended continued monitoring as the device reached elective replacement indication (eri) battery status and device replacement was recommended. No adverse patient effects were reported. This crt-d remains in service.